Event description:
Patient found in distress while using the device, and died during transfer to the hospital.

Manufacturer narrative:
Patient was not using the resmed vpap machine at the time of death, however, the dme has requested that the machine be tested to confirm that it was operating correctly. Dme testing indicates that the machine is operating normally. Machine has been returned to resmed for additional testing.